Manufacturer narrative:
Additional information: manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the poe injector resolved the issue. The system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during the surgery the camera kept dropping its connection. The manufacturer representative was on site and confirmed that all the connections looked good. The surgery was completed with navigation and there was no known impact on patient outcome.

Manufacturer narrative:
Additional information: the poe injector was returned to the manufacturer for analysis. Analysis found that during all testing and final rpi testing unit stable, fully functional, no intermittent faults occurred. Unit ran on tester overnight and now green power led is red. Power was unplugged and re-plugged and led stayed red. Electrical issue confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.